Manufacturer narrative:
The enclosure power conversion was returned to the manufacturer for analysis. Analysis found that enclosure power conversion failed bench test. Transistor was open. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the ias would not boot up all the way and would get unresponsive at initialization on the pendant. Replacing the power conversion enclosure resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The part has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information that the image acquisition system (ias) was unresponsive with an "initializing please wait" message. The x-ray was disabled. There was no patient present when this issue was identified.